Manufacturer narrative:
Updated information: d3 MFR fax number added. H3 changed to yes. H6 component code changed to g07001. The investigation for the pump stop has been completed. The cause of the issue was related to foreign material ingestion based on returned pump investigation and data log review.

Manufacturer narrative:
The impella cp is available for return. This is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58-year-old male patient for hemodynamic support during a procedure, with the pre-support clinical condition classified as society for cardiovascular angiography and interventions (scai) stage a. During the procedure, a pump stopped alarm occurred. Multiple attempts were made to restart the impella cp device, including attempts to restart at the prior performance level of p-6, which were unsuccessful. The device was subsequently restarted at performance level p-2; however, repeated restart attempts at p-2 failed. After waiting one minute, an additional attempt to restart the device at p-2 was made and was again unsuccessful. A controller error alarm then occurred, and a second product complaint was planned. The impella cp was transferred to a new automated impella controller (aic). Following the aic exchange, another attempt was made to restart the pump at performance level p-2, which was unsuccessful, and the pump stopped alarm persisted. Given the inability to restart the device, the impella cp catheter was pulled back across the aortic valve. The device was explanted and replaced with a new impella cp. The device exchange was performed as part of procedural management due to the pump stopped and controller error alarms. The automated impella controller (aic) was exchanged; however, the aic exchange itself was performed without reported consequence to the patient. The impella cp pump is being reported due to temporary hemodynamic support interruption requiring device explant and replacement with no reported patient consequences.

Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name danvers removed.